Manufacturer narrative:
The device was received for evaluation. During evaluation, the device experienced a "system error 322" when closing the door on a loaded set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be torn lower auxiliary which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a "system error 322" when closing the door on a loaded set. No additional information is available.